Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 experienced a defective product. Vasoview hemopro 2 harvesting hook/tool tip broke off inside patient. Broken part taken out of patient. New device was opened to complete the procedure. Slight delay to get another box from central processing (3-4- minute delay). No harm done to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/08/2023. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. No visual defects were observed on the heater wire. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The cannula was also returned for evaluation. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent " was not confirmed, however the analyzed failure "break; c-ring" was observed. The lot # 3000291622 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.